Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was experiencing high blood glucose levels for several days. At the time of the phone call, the blood glucose meter read "high." The customer was advised to seek emergency medical treatment because of the prolonged hyperglycemia. The customer was advised to call back to perform troubleshooting after receiving medical treatment. Nothing further was reported.